Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 12/10/2007. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The event is reported as: the customer alleges the unit shuts off during use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed and the unit passed the initial power connect test and the power-on self-test (p.o.s.t.). During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit, 10lpm of air pressure, and a low compliance column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. After approx 5 minutes of uninterrupted real time operation the neptune shut down. The power supply pcb was replaced with a known functioning pcb. The unit passed the initial power connect test and navigated through (p.o.s.t.) With no issues. Full bench testing was reinitiated and the unit ran uninterrupted for four (4) hours. Based on the investigation performed, the reported complaint was confirmed. It was determined that the root cause was a defective power supply pcb. All units being returned for service will have power supply pcbs replaced if they are older than 3 years. The pcb was manufactured 21 august 2007 and will be replaced.

Event description:
The event is reported as: the customer alleges the unit shuts off during use. There was no patient harm reported.